Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, abdomen pain and nausea. The patient was placed on an intravenous therapy (IV) of fluids, humalog, benadryl, redelin, pain medicine and prochlorperazine edisylate. The patient was released the same day. The pod was worn when seeking medical attention. It was also reported that her alterative blood glucose (bg) sensor was giving incorrect bg results. It stating the patient was having low bg levels however her actual bg levels reached 600 mg/dl.